Event description:
It was reported that during a peripheral intervention treatment procedure, a wire fracture occurred. The target lesion was located in the anterior tibial artery. The physician advanced the 014 platinum plus guide wire to the lesion and then attempted to advance a non-bsc support catheter but thought that the wire felt funny. The physician attempted to pull the wire back into the catheter and the wire broke in the distal tip area. The guide wire and catheter were removed as one unit. The guide wire was removed intact, but the distal tip was partially separated from the core. The procedure was completed with a different device and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).